Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware error. Dexcom technical support advised patient to reset device. Dexcom has issued an rga for patient to return device to be investigated.